Manufacturer narrative:
We believe the cause of the unit possibly driving erratic is due to the front casters seized and binding up against the foot board. This will cause the drive wheels to lift and eliminate traction. Unit has had the afp microswitch, lift actuator x2 and power atp replaced. Updated g1 to add manufacturer information.

Event description:
Consumer's sister alleges consumer was driving his chair down the hallway when the chair allegedly went berserk, started going backwards and allegedly pinned his good arm on left side against the wall. He was allegedly stuck in the chair until the next morning when his caregiver arrived.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's sister alleges consumer was driving his chair down the hallway when the chair allegedly went berserk, started going backwards and allegedly pinned his good arm on left side against the wall. He was allegedly stuck in the chair until the next morning when his caregiver arrived.